Event description:
Related manufacturer reference number: 2017865-2022-03214. It was reported that the patient presented with post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). It was also noted that their was an episode of noise on the right atrial (ra) lead cause by myopotentials. Programming changes were made to address the pptwos issue on the ICD, but no changes were made for the ra lead. The patient condition was stable.